Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Sales rep report a broken screw head during a case as droitwich spa hospital on the 30/07. Company rep was not at this case and haven't had many details yet. It was during an mtp fusion using our anchorage plate. One screw whilst being inserted through the plate, the head of the screw broke off.